Event description:
It was reported the device's lead integrity alert (lia) was triggered. Interrogation of the device and examination of the patient revealed the lead had dislodged. The lead will be repositioned. No patient complications were reported as a result of this event.

Event description:
It was reported the device's lead integrity alert (lia) was triggered. Interrogation of the device and examination of the patient revealed the lead had dislodged. The lead was repositioned and remains in use. The patient was a participant in the shock-less clinical study. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.